Manufacturer narrative:
Per the user guide: the pump has been stopped for an extended period of time. Select resume insulin in the options menu to continue therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer manually stopped insulin delivery to take a shower and inadvertently failed to resume insulin. Blood glucose (bg) was 580 mg/dl. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids and insulin drip to resolve the issue. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Tandem technical support educated the customer on how to resume insulin after stopping deliveries. Reportedly, the customer reverted to manual injections for insulin therapy.